Event description:
It was reported that during patient treatment, the anesthesia workstation generated two technical error codes indicating an internal power failure to the oxygen fresh gas module and the reflector gas module. The patient saturation level decreased to 49 %. The patient was disconnected from the anesthesia workstation and manually ventilated. The final patient outcome was no injury. (B)(4).

Event description:
Manufacturer´s reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (hereafter named system) was investigated on site by our field service engineer. The reported technical error codes were reproduced. The power control pcb was found faulty, it was replaced and returned for investigation. The power control pcb main function, amongst other, is to supply dc voltage to different subsystems. The returned power control pcb was investigated and the reported failure was reproduced. An inductor on the pcb was found broken. This inductor is part of the +24 v regulation circuit that supplies the oxygen fresh gas module, reflector gas module and gas analyzer with +24 v. The broken inductor affected the +24 v supply voltage and caused the stop of gas delivery from the oxygen fresh gas module and the reflector gas module and it also caused the gas analyzer to stop working. The received information from the user facility states that they tried several times to put the patient back on the system without success. Evaluation of the received system device logs show that the system checkout prior to the treatment start was successful. The system checkout performed after the event failed. The reported technical error codes can be confirmed in the logs. The logs show that the treatment was started and ongoing about 3 hours without any issues until the technical error codes were generated. Alarm for expiratory minute volume low was also generated. After the generation of the technical error codes, the ventilation mode was changed several times between automatic and manual ventilation until the system was set to standby. The trend log shows that the inspiratory and expiratory volumes decreased and the gas concentration measuring by the gas analyzer stopped. The conclusion is that the reported failure was caused by a broken component on the power control pcb that lead to he reported failure. The fault was detected and appropriate alarms were generated by the system.